Manufacturer narrative:
The insulin pump had button error alarmed due to moisture on keypad trace. No moisture damage found on electronic assembly and motor.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer reported that she was unable to clear the button error alarm. The customer's blood glucose was 47 mg/dl at the time of incident. The customer stated that she will treat the low blood glucose with glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.